Event description:
A report was received that a patient was experiencing difficulties charging the ipg. The physician felt that there was still fluid in the pocket from the implant procedure. The patient is expected to undergo a pocket revision procedure.